Manufacturer narrative:
Initial reporter phone #: unknown a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as part of CAPA 54720, testing showed the product failed to meet specification at t+3 for draw volume with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: nominal 21.2-23.6, t=3 as part of CAPA (B)(4), we sourced bd vacutainer® sst ll plastic tube 8.5 ml (367953) which were sterilized at nominal dose levels (~23.6 kgy) for draw volume testing. The testing indicates nominal dosed bd vacutainer® sst ll plastic tube 8.5 ml did not meet the product specification at t=3 months interval for draw volume of -19% of labelled draw.

Manufacturer narrative:
D.10. Device available for eval?: no. D.10. Returned to manufacturer on: n/a. H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that as part of CAPA 54720, testing showed the product failed to meet specification at t+3 for draw volume with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: nominal 21.2-23.6, t=3 as part of CAPA 54720, we sourced bd vacutainer® sst ll plastic tube 8.5 ml (367953) which were sterilized at nominal dose levels (~23.6 kgy) for draw volume testing. The testing indicates nominal dosed bd vacutainer® sst ll plastic tube 8.5 ml did not meet the product specification at t=3 months interval for draw volume of -19% of labelled draw.